Manufacturer narrative:
Cmpl-(B)(4)

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2024-132338 was submitted in error and can be retracted. Actual issue reported by patient does not meet the criteria of a reportable event.

Event description:
The following was reported to hamilton medical ag: summary: loss of external power in stand-by mode.